Manufacturer narrative:
(B)(6) source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there wad debris in the sterile package. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Manufacturer narrative:
Visual examination of the returned product found the debris does not exceed the minimum requirement in accordance. Complaint sample was evaluated and the reported event was not confirmed. No product failure was found as the products are within specifications. No further investigation or action is required after review. This complaint cannot be confirmed as the product was found to be conforming. Event is no longer considered reportable, and initial report should be voided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.